Manufacturer narrative:
(B)(4). Patient age at time of event or date of birth: unknown. Gender/sex: unknown. Implant date: unknown. Explant of an intraocular lens in a secondary procedure. Unexpected post operative refraction. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the target was plano and the patient's vision was 20/5. It was reported that the intraocular lens (iol) was explanted. No further information was provided.

Manufacturer narrative:
(B)(6). Through follow up additional information was obtained: age at the time of event: (B)(6), gender: female. Per the surgery center the patient was resolved with treatment. No further information was provided. The manufacturing record review was performed. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations related to the reported complaint. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. A review of a direction for use was conducted and indicates under precautions with respect to pre-operative refraction is provided in the following: autorefractors may not provide optimal postoperative refraction of patients with multifocal lenses. Manual refraction is strongly recommended. Recent contact lens usage may affect the patient's refraction; therefore in contact lens wearers, surgeons should establish corneal stability without contact lenses prior to determining iol power. All pertinent information available to abbott medical optics has been submitted.